Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a slight decrease in power consumption and estimated flows within the analyzed period. One (1) low flow alarm was logged on (B)(6) 2025. A sudden sharp increase followed by a drop in power consumption and estimated flows corresponding with an increase in pump rotational speed was logged on (B)(6) 2025. Two (2) high watt alarms were logged on (B)(6) 2025 at 14:56:50 and 15:06:40. One (1) low flow alarm was logged on (B)(6) 2025 at 15:00:19. Of note, power consumption was consistently below normal operating range. Additionally, the high watt alarm threshold was changed from 7.0 watts to 8.0 watts on (B)(6) 2025 14:56:58, then from 8.0 watts to 10.0 watts at 15:06:48, then from 10.0 watts to 8.0 watts on at 14:41:13. As a result, the reported high power and low flow events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Based on the risk documentation and available information, possible causes of the observed high watt alarm may be attributed to multiple factors including but not limited to external factors such as an inappropriate pump rotational speed, an incorrect setting of alarm threshold, and/or patient related factors. Per the instructions for use, respiratory dysfunction and infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced slight dyspnea, reduced activity and flu symptoms. The patient was hospitalized an echocardiogram, computerized tomography (CT) scan, heart catheterization, and blood samples were performed.

Event description:
It was reported that during review of the log files the ventricular assist device (vad) exhibited below normal power, low flows and high watts alarms. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.